Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 19, 2020 that a lighttrail reusable 600um laser fiber was used in a stone treatment procedure in the lower urinary tract performed on (B)(6) 2020. According to the complainant, during the procedure, after laser activation, the laser fiber was broken. Reportedly, there were no fiber fragments that fell inside the patient. Additionally, the laser fiber was reported to be reprocessed 7 times. The procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: updated based off investigation results. Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results: the returned lighttrail reusable 600um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The sma connector measured 4.4 cm and the fiber body measured 305.1 cm. The sma connector was detached from the fiber body. Melting was observed at the end of the fiber body where it joins the connector housing, indicating a likely fracture within the connector. The exposed glass tip was degraded down to the fiber jacket. Examination under magnification confirmed the pattern of the tip is consistent with normal degradation. When connected to the laser console, the following message was displayed "applicator has been used 1 time." No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the sma connector was detached from the fiber body and melting at the point of detachment was observed, indicating that a fracture within the fiber connector, and leading to the reported complaint of overheating. Additionally, the exposed glass tip was observed to have normal degradation. Fibers are consumable and meant to degrade with use. It is likely that procedural handling of the fiber during use or reprocessing contributed to a fracture within the fiber connector, which resulted in the connector detachment. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on november 19, 2020 that a lighttrail reusable 600um laser fiber was used in a stone treatment procedure in the lower urinary tract performed on (B)(6) 2020. According to the complainant, during the procedure, after laser activation, the laser fiber was broken. Reportedly, there were no fiber fragments that fell inside the patient. Additionally, the laser fiber was reported to be reprocessed 7 times. The procedure was completed with another lighttrail reusable 600um laser fiber. There were no patient complications reported as a result of this event.